Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency room due to high blood glucose level on (B)(6) 2022. Customer¿s blood glucose level was 481 mg/dl at the time of hospitalization. Customer current blood glucose was 400 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer reported symptoms related to high blood glucose such as pain. The customer was treated with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. No further patient complications were reported. The device will not be returned for analysis.